Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash meter. The customer obtained readings of 35 mg/dl, 122 mg/dl, and 275 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.